Event description:
It was reported by service report that the fowler lowers with weight when the handles are not actuated. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Gas spring.